Manufacturer narrative:
(B)(4).additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: one unused unit was received by baxter for evaluation. The reported condition of "loose fill port cap" was confirmed by visual examination. The root cause of this report was due to operator error during the manual fill port cap assembly process. Baxter will continue to monitor similar reports to determine if further actions are required. This is a single use device; therefore, the device will not be repaired. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that the fill port cap of one (1) ce intermate lv100 device was observed loose to the point of falling off. This was discovered prior to product use; there was no patient involvement, therefore no report of patient injury or medical intervention. No additional information is available.